Manufacturer narrative:
The initial MDR 2112667-2024-01823 was submitted erroneously indicating the report was a 5-day MDR in block g6. This supplemental #1 MDR is being submitted to make the correction to block g6 to indicate the report is a 30 day MDR.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in allegation of a loss of mechanical ventilation. There was no patient injury.